Manufacturer narrative:
(B)(4) opened. We don't have the reference of the staple, neither the lot number. We have contacted our customer to have more information but nothing.

Event description:
The 04th of january, we have been informed by one of our customer (specification developer) that he received a report of a broken express staple. We asked to him more information but at this time, we only know following information : - staple was removed due to break. Removal date is unknown. Xray sent. Further investigation in progress to obtain more information. - no product details were provided (no part number or lot number) our customer made 3 attempts via email to obtain additional information but nothing.

Event description:
The 04th of january, we have been informed by one of our customer (specification developer) that he received a report of a broken express staple. We asked to him more information but at this time, we only know following information : staple was removed due to break. Removal date is unknown. Xray sent. Further investigation in progress to obtain more information. No product details were provided (no part number or lot number) our customer made 3 attempts via email to obtain additional information but nothing. The 05th of february, our customer informed us additional information about the event (reference and lot number of the broken part, information about the patient, xray°.

Manufacturer narrative:
30th of february: (B)(4) opened. We don't have the reference of the staple, neither the lot number. We have contacted our customer to have more information but nothing. 05th of february: additional information received from our customer. Investigation done : number of part of this batch: (B)(4). No customer complaint associated to this batch. Manufacturing batch review didn't permit to highlight any gap related to staple manufacturing specification. Without the broken part, it is not possible to investigate further. We asked to our customer to send us the broken part to perform internal analysis. The goal is to identify what kind of breakage it is, and perform additional measurement on it.